Manufacturer narrative:
The patient¿s operative note for the tavr procedure was received. Section b7 was updated. Per the records, a 26mm sapien 3 valve was successfully deployed in the aortic position with trace paravalvular leak. The patient was stable post procedure. Explant of a valve may be due to valve dysfunction (severe or clinically significant pvl, central leak, significant malposition, early/late endocarditis, thrombosis or degeneration) and/or other reasons. Despite multiple attempts, additional information was unable to be obtained. The reason for the valve explant remains unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by implant patient registry department, approximately 3 years and 4 months post implant of a 26mm sapien 3 valve in the aortic position, the valve was explanted and a surgical valve was implanted. The reason for the explant is unknown at this time.